Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and uterine haemorrhage ('uterus filled with blood') in an adult female patient who had essure (batch no. 676714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy and requiring another cut). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, bacterial vaginosis, migraine, nausea, vaginal discharge, vulvovaginal pain, abdominal pain lower and pelvic discomfort outcome was unknown. The reporter considered abdominal pain lower, bacterial vaginosis, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs was received. Lot number was added. Previously added injury nos was replaced with abnormal bleeding (vaginal) and new events abnormal bleeding (menorrhagia), apareunia, dysmenorrhea, fatigue, bacterial vaginosis, migraines / headaches, nausea, vaginal discharge, pelvic pain, vaginal pain, lower abdominal pain, discomfort and uterus filled with blood requiring another cut were added. Date of removal was added. Event onset dates were added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and uterine haemorrhage ('uterus filled with blood') in an adult female patient who had essure (batch no. 676714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (24 aug 2009) and elective abortion (3). Concurrent conditions included painful intercourse, fibroids, cervicitis, back pain and adenomyosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy and requiring another cut). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, bacterial vaginosis, migraine, nausea, vaginal discharge, vulvovaginal pain, abdominal pain lower and pelvic discomfort outcome was unknown. The reporter considered abdominal pain lower, bacterial vaginosis, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 3 trailing coils on the right and 3 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on 10-oct-2019: follow up 3 & 4 were processed together. Quality safety evaluation of ptc on 26-sep-2019: follow up 3 & 4 were processed together. Mr received. Reporter information, and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.